Manufacturer narrative:
Additional information about the patient was requested but not provided.

Event description:
During the procedure, there was an error message indicating a connection issue when the lesion started. The procedure could not be completed and an alternate treatment option was offered to the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported issue was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period with no errors observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).